Event description:
It was reported that during a procedure, both the old and new right ventricular (rv) leads exhibited a discrepancy between pacing impedance values connected to the analyzer, and values connected to the device. The pacing impedance was considerably lower when connected through the analyzer. No additional information could be obtained through follow-up. No patient complications have been reported as a result of this event.